Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Visual inspection noted that the saddle of the polyaxial screw shank ball and the tulip head had become disassembled. No other visual anomalies were identified. A review of the device history record for the 5.5 ti cortical fix 6x50mm cannulated screw found no discrepancies during the manufacturing of the product. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accompanying all quality requirements. A 12-month review of the complaint trend analysis for the 5.5 ti cortical fix 6x50mm cannulated screw was conducted on the product family from this complaint because of a similar top loading geometric design and functionality of the tulip head. A review of the viper family post market surveillance report highlights the failure mode of ¿screw head disassembles from screw shank¿ which concluded that all risks have been identified and are acceptable for this failure mode. As such, the benefit outweighs the risk and no further action in addition to what was identified in the pms report will be taken as a part of this complaint file. The root cause of the saddle of the polyaxial screw shank ball and the tulip head becoming disassembled cannot positively be determined. However, it is likely that the screw tulip head was subjected to a higher than anticipated load resulting in disassemble of the screw tulip head. No corrective action/preventive action (CAPA) is necessary at this time as there has been no issue identified in the manufacturing or release of this device. Additionally, the cortical fix cannulated screw family recently underwent a post market review which concluded that all the risks have been identified and are considered acceptable for this failure more. Therefore, this complaint will be closed with no further action required.

Event description:
It was reported that a procedure was performed on (B)(6) 2014. While the screw with extender was being inserted into the bone via guidewire, the screw head broke off from the shaft. The disassembly was confirmed to be outside the patient's body by x-ray, and another of the same device was used to complete the procedure with approximately 5 minutes delay to the surgery time. No adverse consequences to the patient were reported.